Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer declined system check with tandem technical support. Customer changed supplies to address occlusion alarms, but alarms continued. No additional information was provided. There was no reported adverse impact.